Event description:
Pain in both knees; burning in both knees; slight edema in both knees. Information was received in 2005 from a female patient with a medical history of osteoarthritis and previous synvisc treatment (2001), who experiencd pain, burning and slight edema in both knees. She began a treatment with synvisc in 2005. The patient received three injections of synvisc into both knees in 2005. Approximately three weeks after the last synvisc injection, the patient experienced pain, burning and slight edema in both knees. She consulted with the physician three months later. The physician injected steroids into each knee. The pain, burning and slight edema did not resolve. At the time of this report, the patient had not yet recovered.